Event description:
The date of discharge was noted as (B)(6) 2011. Though requested, no additional information was provided.

Event description:
It was reported that the patient presented with complaints on (B)(6) 2011 and a coronary angiography was performed which revealed thrombosis of the proximal left circumflex artery. A thrombectomy and balloon angioplasty were performed and a stent was placed at 9 atmosphere. Post dilatation was performed with a 3.0 x 15 mm non-abbott balloon at 12 atmosphere. In the morning on (B)(6) 2011 the patient experienced congestive heart failure and was started on medication. The condition was reported as recovered. On (B)(6) 2011 the stent thrombosis was noted and the patient underwent a percutaneous coronary intervention procedure. It was noted that after the guide wire crossed the lesion and balloon dilatation was performed in the previously placed stent a dissection was noted. A 2.5 x 24 mm non-abbott stent was placed within the previous stent on the distal side and a 3.0 x 14 mm non-abbott stent was placed within the proximal side stent and overlapped. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects heart failure, dissection, and thrombosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4).